Event description:
IV pump seemed to malfunction. Pump was set at 4 cc/hr and delivered at a much higher rate. The pt's blood sugar was low and the pt was sent to intensive care overnight for monitoring. The IV fluid contained insulin.